Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/04/2019. Device evaluation summary: two empty opened foils and a labeled winding former with eight parked needle/suture combinations from slot 1 to 8 of product code j772, lot # mjm181 were returned for analysis. This product code requires eight strands per packet. During the visual inspection of sample, it was observed eight needle/suture combinations that contained a vicryl suture each needle, which is correct to product code j772. In addition, the swage and attachment area were noted as expected. The sutures were examined and no defects or damaged were observed. Per the condition of the sample received, no assembly incorrect implantable were observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/23/2019. Corrected information: investigation summary: it was reported assembly incorrect implantable. An empty opened foil and a labeled winding former with eight parked needle/suture combinations from slot 1 to 8 of product code j772, lot # mjm181 were returned for analysis. This product code requires eight strands per packet. During the visual inspection of sample, it was observed eight needle/suture combinations that contained a vicryl suture each needle, which is correct to product code j772. In addition, the swage and attachment area were noted as expected. The sutures were examined and no defects or damaged were observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no assembly incorrect implantable were observed. An empty opened foil of product code j772, lot # mjm181 and a labeled winding former with eight parked needle from slot # 1 to 8 of product code pdp771 was returned for analysis. During the visual inspection of sample, a mismatched between the product code j772 of foil and the product code pdp771 of paper lid on winding former were observed. Also, the samples in the winding former were examined and belong to product code pdp771. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of sample received, the assignable cause of assembly incorrect implantable is mixed product code.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/25/2019. Investigation summary: it was reported assembly incorrect implantable. A picture of the sample was received for analysis. Upon visual inspection of the picture, an open foil of product code j772d with a sample of product pdp771 could be observed. However, no conclusion could be reached as the ample was not returned for analysis.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. It was found that there had been a pds plus suture in the package of vicryl suture when opening the package. Further details are not provided. There were no adverse consequences to the patient.